Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the connector collar bone off of two hemopro 2 extension cables while disconnecting them from the hemopro 2 device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question. Please refer to MFR report #2242352-2013-00401.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).